Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number ((B)(4)) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
Per medwatch form, the facility reported that they placed a powerglide midline catheter with the seldinger technique. Upon pulling the wire back to remove it, there was resistance felt. The healthcare professional (hcp) removed the catheter itself to see if that would help pull the wire out but the wire would not come out of the patient's arm. Ultrasound indicated that the wire was outside the vein. An x-ray was done and showed the wire inside the arm. Patient was taken to radiology for removal. It was reported that the wire was unraveled upon removal.